Event description:
It was reported that this pacemaker system was explanted due to infection and sepsis. The patient was suspected of infection after a routine follow up. The patient was hospitalized and underwent surgical intervention to remove the device system. A new right ventricle (rv) lead was placed with internal jugular (ij) access and a new permanent system will be schedule to be implanted. No additional adverse patient effects were reported.